Manufacturer narrative:
The devices were not returned for evaluation. No images (e.g. X-rays) of the reported event were provided. Thus, the reported event could not be confirmed. As described in the event description, patient underwent a lefort 1/bsso on (B)(6) 2020. In a follow-up visit, patient complained of pain. A postoperative scan was performed about a week prior to the revision surgery. Surgeon has determined that device may be loose. On (B)(6) 2020, surgeon removed the reported devices and fixated right and left mandible with no reported issues. A follow-up has shown that patient¿s bone quality is good. However, it is not known if patient is compliant to post-operative care instructions. It has been also reported, that drill 50-16520 was used during procedure, the blade used during surgery however, is unknown. The drill could be used for screws with a length of up to 20mm and is intended to be used for the reported screw. Possible root causes as described in related risk management file are: hcp did not provide stable fixation; delayed healing or bad bone condition (patient incompliance). Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported that a patient with a history of sleep apnea and bleeding underwent a lefort 1/bsso procedure on (B)(6) 2020. Patient came in for follow up visit complaining of some pain, and surgeon noticed a cross bite. Surgeon had patient scanned and determined that hardware may be loose. Surgeon removed hardware from patient¿s right and left mandible, put patient in arch bars to reestablish occlusion and fixated right and left mandible. Procedure was completed with no issues.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at operating room.

Event description:
It was reported that a patient with a history of sleep apnea and bleeding underwent a lefort 1/bsso procedure on (B)(6) 2020. Patient came in for follow up visit complaining of some pain, and surgeon noticed a cross bite. Surgeon had patient scanned and determined that hardware may be loose. Surgeon removed hardware from patient¿s right and left mandible, put patient in arch bars to reestablish occlusion and fixated right and left mandible. Procedure was completed with no issues.